Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).

Event description:
The customer reports a (B)(6) architect (B)(6) qualitative ii assay result on a known (B)(6) patient. The patient's sample tested (B)(6) on the siemens platform and confirmed (B)(6) with the architect (B)(6) qualitative ii confirmatory assay. The sample also tested initial (B)(6) with the architect (B)(6) (list 06c36). There is no impact to patient management reported.

Manufacturer narrative:
Clinical sensitivity testing was performed using an in-house retained kit of lot 58373lh00. No returns were available from the customer site. All specifications were met indicating acceptable performance of this reagent lot. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. A false negative result was observed for a single patient sample and seroconversion panel testing confirms acceptable assay performance of lot 58373lh00.

Manufacturer narrative:
Patient identifier corrected to (B)(6). Updated results: on (B)(6) 2016: (B)(6) quantitative assay results = 0.08 iu/ml ((B)(6)). On (B)(6) 2016: (B)(6) qualitative ii assay results = 0.59 s/co ((B)(6)).

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.